Manufacturer narrative:
Manufacturing process review revealed that there was 4 mm discrepancy between the required drill depth and the drill length indicated device labeling. A CAPA was initiated to prevent similar incidents from occuring again in the future.

Event description:
While drilling dental implant site 13 using the surgical guide, the drill perforated through the sinus. Patient was bleeding through left nose. Incident left a 3.2mm hole in sinus. Doctor freehanded rest of the case.